Event description:
A doctor alleged that a patient had experienced black material and an infection within the root canal approximately eight (8) years after endodontic treatment with realseal.

Manufacturer narrative:
The initial root canal procedure was completed in 2006. The patient returned to the office on 03/25/14 for re-treatment of tooth #3 and was prescribed antibiotics for treatment of the infection. To date, the patient has fully recovered and is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted. Upon the investigations of previous comparable incidents, it was found that the black material seen within the product was bismuth sulfide. It is produced by the reaction between bismuth oxychloride in the realseal root canal filler and a protein (most likely from a bodily fluid). The possible causes for the formation of bismuth sulfide are primarily due to technique variations and deviations from the instructions for use of the realseal system, and include overheating and incomplete flushing of naocl from the root canal. Overheating can degrade the realseal canal filler and possibly lead to improper sealing and leaking, which can result in the leeching of proteins into the root canal and subsequent bismuth sulfide formation. Failure to completely flush all naocl from the root canal can also result in the formation of bismuth sulfide. Retreatment of patients' root canals is required to remove bismuth sulfide. This MDR is being submitted because of the medical intervention for retreatment. The previous investigations led to the conclusion that the product itself, when used according to the instructions for use, performs as intended and yields acceptable results.